Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt says when they are charging "it will quit and then I will have to start charging again" and says this has been happening for the last 3 weeks. Pt says that controller isn't acknowledging that the recharger (rtm) is plugged in, which started last night. Pt says once when they were trying to increase stimulation the controller froze up a couple of times and says this happened when rtm wasn't plugged in. Pt says that they can't go to work because they are having trouble charging controller and are in pain because they cant charge. They said they only have 30 percent in ins which "will only last me an hour". Pt already tried resetting controller and says rtm has been heating up but not on a regular basis. Pt says there is no damage to the rtm. Pt says the port of controller and rtm look intact, and there is no rattling inside controller. Pt says that they can charge controller just fine with ac power cord, so issue is most likely rtm. However, pt says the controller "freezes up and glitches" even when rtm isnt plugged in.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6): product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6): this regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.